Event description:
Customer reported that he went through the MRI machine while wearing the insulin pump. Customer stated that the insulin pump then began to beep and returned a motor error alarm. Customer stated that the display of the insulin pump was blank. Blood glucose level was 390 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed motor error constantly during rewind due to motor encoder signal out of phase. No blank display noted. Insulin pump was unable to perform the displacement test, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to motor error alarm. Insulin pump had minor scratches on display window, scratches reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.